Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to significant weight loss. The explanted device was not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.